Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the following effected parts: iabp blood detect tubing (0008-00-0312), safety disk (0997-00-0985-01), assy crm english (0997-00-0986-01), pneu cmpnt m luer (0103-00-0398-01). The unit then passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a possible blood back event.